Event description:
The customer reported in the ticu, leaking at male luer lock connection to b-braun caresite luer access device. The customer reported if they replace the caresite access device the leak does not reoccur. There was no patient harm or medical intervention. Although requested, no add'l patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported leak because the set was not saved and will not be returned. The root cause of this failure could not be identified.